Event description:
The report stated that during procedure, an electrosurgical pencil had been laid down on a cloth and was not being used when the activation sound was heard. They checked and found a burn mark on the cloth. The unit was believed to be set at high 20's to low 30's. There was no pt injury involved. The site reported they believed, but could not be certain, that this was with a covidien lp pencil but could not supply a part number and all disposables from the case had been discarded.

Manufacturer narrative:
The generator has been returned for eval. When the investigation is complete, a follow-up report will be sent.